Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced dizziness and hypoglycemia. He was taken to the emergency department (ed) by his daughter, and it was reported that the cgm was 100 mg/dl higher than the bg. The cgm was reading 225 mg/dl and the blood glucose reading was 102 mg/dl. There was no documentation of treatment of hypoglycemia. The patient underwent an electrocardiogram (ECG), blood work, magnetic resonance imaging (MRI) and was observed for 5.5 hours before being discharged to go home. There was no additional documentation of further medical intervention. At the time of the report, the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.